Event description:
It was reported the pt no longer had stimulation and the ipg had allegedly reached the end of life. F/u info indicated the pt's ipg was replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.